Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was on (B)(6) 2014. The revision surgery occurred as a result of instability of the joint. Everything was revised except for the modular stem implant. The acetabular shell was reviewed from a size 56 to 58, the acetabular insert was revised from a 0 degree hooded implant to a 10 degree hooded implant, the modular neck was revised from a size medium 42.5 to a size long 45, and the biolox delta femoral head was revised from a 40 mm x 0 to a new one of the same size.